Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The customer received a replacement device. Stryker further evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the reported issue is the reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not detect opening and closing of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect opening and closing of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.